Event description:
Pt underwent right nephrectomy for 17 cm perinephric tumor with liver invasion and hematoma with renal bleeding following failed angiogram with embolization. During the tumor dissection, the endo gia fired and cut, but the staples remained open. Intra-operative vascular surgery consult was obtained for closure of the inferior vena cava. The pt experienced bleeding from multiple sources other than the lacerated ivc. General surgery was consulted for eval of the liver. Despite aggressive resuscitative efforts, the pt expired.